Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 16f sheath hole prior to a transcatheter aortic valve implantation (tavi). It was confirmed that the foot was inside the vessel. Then, the foot was deployed. The guide wire (gw) attempted to be removed; however, the gw could not be removed. Therefore, after the foot was retracted, the proglide device was removed in the state that the gw remained inside the anatomy. After the device was removed, the physician noticed that the suture was noted to be separated. Then the sheath was inserted, and the gw was replaced with another gw. The sutures of two new proglides were successfully pre-placed. The sheath remained at 16f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation could not be confirmed based on the returned device condition. The reported difficulty removing the guide wire could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty removing he guide wire from the device could not be determined. Factors that contribute to difficult removing the guide wire from the device may include, but are not limited to, manufacturing, occlusion of the sheath due to excessive blood clot or other biological matters. Based on the information reported and returned device condition, it is possible that the plunger was partially deployed inadvertently during insertion, or while the difficulty removing the guide wire was experienced. Partial deployment could have given the appearance of a suture separation as reported. Due to the small sizes of the components, it may be difficult to discern a suture separation versus a needle to cuff miss or even an inadvertent deployment of the plunger. In this case, since the plunger was partially deployed, the needles only partially advanced which deployed the posterior needle tip from the posterior needle shank, thus leaving the suture exposed from the guide tube and ultimately giving the appearance of a suture separation. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.